Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant. The lead was repositioned and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.